Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An external insulation abrasion exposing the outer coil was noted at 11.8 cm to 13.2 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. Surface abrasions were noted throughput the connector portion of the lead.

Event description:
This report is to advise of an event observed during analysis.